Event description:
It was reported that during a da Vinci-assisted pulmonary lobectomy procedure, the Medium-Large Clip Applier instrument was able to clamp the clip on an unspecified vessel but the customer was unable to remove the instrument from the clip. It was stated that the surgeon had to tear it off the vessel and then retrieve a new clip applier instrument. It is unclear if the vessel was damaged and required repair or surgical intervention. There was no report of motion issues with the instrument, and there are no photos or videos available for Intuitive evaluation. The procedure was completed as planned.

Manufacturer narrative:
Intuitive has received the Medium-Large Clip Applier instrument associated with this complaint and completed investigations. Failure Analysis (FA) investigations replicated/confirmed the customer reported complaint. The instrument was found to have one severely bent grip. There was a 0.41mm offset at the tips causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tip. The grips were not found to have cracking damage. NOTE: This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.